Event description:
It was reported that the customer had an urgent care visit due to his high blood glucose of 350mg/dl. The customer stated that the insulin pump was not functioning properly. The caller stated that the customer was throwing up and had ketones for the past two weeks. Initially the caller stated that the customer was getting no delivery and low battery alarms. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.